Event description:
It was reported during an open thoracotomy with buttressing material the stapler broke. After the instrument broke, the staff discovered it may have not been reloaded and was fired through the lock out. Another ez45 was used to complete the case. There was no consequence to the pt.